Event description:
It was reported that the customer passed away while wearing the insulin pump. The mother stated that the cause of the customer's death was diabetes related. Attempted to call the customer's mother twice without results. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.